Event description:
No new information provided.

Manufacturer narrative:
Additional information: d4 (lot number). Correction: b2 (no selections - not applicable), h6 (health effect clinical code and health effect impact code). Manufacturing records were reviewed and found the lot met all release criteria with no discrepancies noted. Visual inspection of the returned precice nail revealed that the housing tube had cracks at the anti-rotation lug (the crown region). The work order was reviewed and confirmed the device passed all inspections. The manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. The inspection data for the lots of anti-rotation lug and housing tube was reviewed and confirmed the parts met design specifications per engineering drawings. Based on the type of breakage observed, the nail likely broke due to stress generated from weight bearing activities. Per precice nail instructions for use: "the precice nail cannot withstand the stresses of full weight bearing. Patients should utilize either external support and/or restrict activities as directed by the physician until consolidation occurs."

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. Device labeling: metallic implants can loosen, fracture, corrode, migrate or cause pain.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, when the nail was removed a portion of the nail had broken off. No patient injury was reported.